Manufacturer narrative:
Results: the lantern delivery microcatheter was ovalized on its distal tip. Conclusions: evaluation of the returned device revealed the lantern was ovalized on its distal tip. This type of damage typically occurs if the lantern is forcefully gripped or otherwise compressed during insertion into a parent catheter. The ovalization observed on the distal tip of the lantern likely contributed to the resistance experienced by the physician. The non-penumbra selective catheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a lantern through another manufacturer¿s selective catheter; however, resistance was encountered around the distal part of the selective catheter and the physician was unable to push the lantern out of the selective catheter distal tip. Therefore, the lantern was removed; upon removal, the physician noticed that the lantern distal tip was crushed. The procedure was completed using another manufacturer¿s microcatheter and the same selective catheter. There was no report of an adverse effect to the patient.